Event description:
It was reported thta during a laparoscopic gastrectomy procedure, the device fired, but did not cut or staple. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Results, conclusion: firing mechanism damaged. Evaluation summary: device a was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the firing trigger teeth were broken. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge retruned for analysis. Device b was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing and clamping mechanisms were noted to be damaged. When disassembled, the firing trigger teeth and the yoke teeth were broken, and the closing trigger teeth were damaged. The damaged observed to the yoke and closing trigger is consistent when the device is clamped over thicker tissue than indicated. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.